Event description:
In 2009, the pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The computed tomography angiography (cta) revealed a type I endoleak and a compression of the ipsilateral leg on the left side. The physician decided to monitor the pt. Three months later, a reintervention was performed to place an aortic extender component proximal to the previously implanted device. Also, a trunk-ipsilateral leg component was ballooned distally. The completion cta showed that a type I endoleak and compression were resolved. The pt is doing fine.

Manufacturer narrative:
A review of the manufacturing and imaging paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Upon to the imaging investigation, there appeared to be contrast surrounding the proximal end of the trunk-ipsilateral leg component and the device is invaginated within the left external iliac artery. According to the imaging eval, the diameter of the intrarenal aortic neck at the level of the proximal end of intrarenal aortic neck at the level of the proximal end of the trunk-ipsilateral leg component measured 26.65 mm. According to the gore excluder aaa endoprosthesis instruction for use (IFU), the aortic treatment range for a pxt281418 device is 24-26 mm. Therefore, the device was undersized for this pt's anatomy. The proximal type I endoleak may have been due to this device undersizing. Also, the left external iliac artery size was approximately 10 mm; however, the implanted device requires 12-14.5 mm. Therefore, the distal portion of the device was oversized for this pt's anatomy. The invagination may have been due to the device over-sizing. Per the gore excluder aaa endoprosthesis instructions for use (IFU), gore recommends that the gore excluder aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10-21% oversizing) and 1 mm larger than the iliac inner diameter (7-25% oversizing). The IFU instructs to read all instructions carefully. Failure to properly follow the instructions, warnings, and precautions may lead to serious surgical consequences or injury to the pt. Additionally, the IFU states that endoleaks are a possible adverse event that may occur and/or require intervention. Also was implanted pxc181000.